Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl and 500 mg/dl range. The patient's blood glucose at the time of call was 551 mg/dl. She felt nauseated and thirsty. She treated via insulin pump bolus. During troubleshooting she identified six small air bubbles in her infusion set tubing. The patient was able to prime without incident. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.